Event description:
It was reported that during a da vinci-assisted retroperitoneal partial nephrectomy surgical procedure, the surgeon had been operating for about 2 hours when one of the staff noticed something in the surgical field that did not look like tissue. When the surgeon went to grab the item, they realized that one side of the fenestrated bipolar was out of place and the unknown item in the surgical field was a piece of the fenestrated bipolar. The piece was retrieved, and a new bipolar instrument was used to continue with the case. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: only 1 instrument had a failure. The instruments were inspected before use and no irregularities were noted. The surgical task was manipulating tissue. The surgeon was unaware of the malfunction until the piece that fell off was seen in the field. The customer was using the instrument for approximately 2 hours when the surgeon noticed function issues. No collisions were noted. No fragments fell inside during the collision. The instrument performed normally up until the piece was noticed in the field. The wrist of the instrument was straight upon removal; no cannula damage, or other damages noted. The customer retrieved the fragments with another instrument. The customer visually confirmed that all fragments were retrieved. No additional procedures were needed. No post-operative test was performed. The procedure was completed robotically. No patient injury. The patient did not return to the hospital due to post-operative complications. There are no images or videos available for review.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar instrument was analyzed to have the molded insulator broken. As a result, the grip tip was dislodged. Three fragments from the molded insulator were returned measuring approximately 0.075" 0.145", 0.103" x 0.200" and 0.037" x 0.246"; however, a missing piece measuring approximately 0.077" x 0.107" was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional findings not reported by site: the instrument was found to have a broken chassis. The broken piece was not returned, measuring roughly 0.268¿ x 0.737¿ in size. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. .